Event description:
The surgeon performed a right side ifuse si joint arthrodesis on the patient placing two implants on (B)(6) 2011. The patient's si joint pain returned after six months. On (B)(6) 2014, the surgeon performed a second surgery where he added a smaller implant adjacent to each of the existing implants. No implants were removed.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms. The size and lot numbers of the initial ifuse implants are unknown.